Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "after inserting the t2 proximal humeral nail, the end cap +2 failed to engage and could not be inserted. Subsequently, an attempt to insert 0mm end cap also failed to engage. Despite thorough visualization and careful preparation, insertion remained impossible. Ultimately, the procedure was completed without the end cap."

Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no other evidence was shared for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact contribution of the nail in the alleged issue. However, upon examining the end caps, it was found that those were deformed which most likely led to impairment in assembling. If the device is received or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after inserting the t2 proximal humeral nail, the end cap +2 failed to engage and could not be inserted. Subsequently, an attempt to insert 0mm end cap also failed to engage. Despite thorough visualization and careful preparation, insertion remained impossible. Ultimately, the procedure was completed without the end cap."